Manufacturer narrative:
Pain occurred, conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a sling procedure in 2008. The pt's voiding pattern was normal upon discharge. Post-operatively the next day, the pt began to experience left groin pain radiating down to the knee. Currently, the pain is relieved with cortisone injections administered by the pt's general practitioner. The pt has also had an ultrasound and a CT scan. The results were not provided. This event is ongoing.